Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the patient was seen in-clinic. Provocative testing was performed; oversensing could not be reproduced. Lead damage was suspected but was not confirmed visually via diagnostic imaging. The patient was stable and will continue to be monitored.